Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2019-01246. Occupation: non-healthcare professional. (B)(4). Investigation: the investigation was reopened due to additional information provided. The following allegations have been investigated: organ/vena cava/aorta perforation, tilt, chest/abdominal pain, poor leg circulation, leg swelling, and limited physical activity. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported chest/abdominal pain, poor leg circulation, leg swelling, and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the left internal jugular vein due to pulmonary embolus. Patient is alleging vena cava perforation and organ perforation. The patient is further alleging chest pain, poor circulation in legs, pain in the abdomen, swelling in legs, aorta perforation, and limitations on walking/ lifting weight/exercise. Per a report from CT (computed tomography): "positive for caval perforation. Superior extent of filter is at the l2 vertebral body. Inferior extent l3-l4 disc space. A total of four prongs have perforated the ivc with one extending leftward into the wall of the distal aorta, seen best on axial image 84 of series 200 and coronal image 66 of series 202. Maximum distance prong perforated is 8.83 mm, series 202, image 66. No significant tilt of filter seen on coronal images. Sagittal images show 5.64-degree tilt superior/posterior to inferior/anterior, series 203, image 84. Diameter of ivc directly above filter measures 23.38 mm x 18.13 mm, series 200, image 65." "A prong extends into the wall of the distal aorta, axial image 84 of series 200 and coronal image 66 of series 202."